Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the fill port. This occurred while the nurse was disconnecting the syringe from the port during filling. The device was filled with fluorouracil in 5% glucose solution. There was no patient involvement. No additional information is available.